Event description:
The rptr did back to back blood glucose tests, within 5 mins. Reported results were 67 and 273 mg/dl. The rptr was 'shakey'. Three control tests were in range: 121, 119 and 115 (91-136). Two blood glucose tests were done during the call, using different fingers; results were 292 and 282 mg/dl. No harm was alleged. Followup attempts to contact the rptr for further info have not been successful.